Manufacturer narrative:
The device was not returned to solventum for analysis. Without a sample, it is not possible to perform any tests to determine if the device met specifications or determine the cause. Solventum will continue to monitor.

Event description:
On 05-jan-2026, the following information was provided by health canada: medical device incident report reference number (B)(4): on (B)(6) 2025, the patient had an appointment at the hospital for a stress test. Prior to placement of the 3m¿ red dot¿ foam monitoring electrodes, the staff member explained that the electrode needed to be scratched on the skin in order to stick and then proceeded to scratch the surface of the skin before placement of ten electrodes. Immediately after the test was complete, the patient removed the electrodes and noted redness and swelling in the shape of the electrodes. Within three hours, the affected areas were getting darker in color and later in the night, the skin appeared burned and was rolling off in some areas. On 12-jan-2026, the following information was provided by the hospital biomedical manager: prior to placement of the 3m¿ red dot¿ foam monitoring electrodes, the skin was abraded using the 3m¿ red dot¿ trace prep. After placement of electrodes, the gel from the electrode interacted with the dermal layer of skin and caused a burn/reaction. Medical intervention was required, but specifics were unknown. The patient has had monitoring electrodes placed previously and has never experienced any issues. The patient had bandages over the burns/wounds and consulted a plastic surgeon who stated there will be permanent scarring.